Event description:
The home patient (hp) reported feeling full, as if overfilled, while using the homechoice cycler for "apd" therapy. Hp relates that during cycle 3 of the "apd" therapy hp placed the device into a manual drain until hp felt less full and then continued therapy to completion with no further difficulties. According to the hp, hp performs 3 exchanges of 3000mls each during "apd" therapy and typically removes an add'l 2200mls of fluid as the total ultrafiltrate volume. Review of the hp's therapy info for 2/5/01 reveals the total ultrafiltrate volume at the start of fill 3 was -402mls, which indicates that the hp drained out less fluid during therapy than the programmed fill volume of 3000mls. Hp relates that after receiving the programmed fill volume during fill 3 hp felt full and placed the cycler into a manual drain. Hp's therapy info reveals that during cycle 3 the hp drained out the programmed fill volume of 3000mls plus an add'l 1304mls of fluid. According to the hp and the hp's healthcare professional, there was no pt injury or medical intervention.